Event description:
The reporter contacted us regarding the freestyle libre 3. They received a recall letter, which included about ten of the lot numbers they had. They also reported that some of their sensors were not functioning properly, showing low readings and not lasting the full 15-day cycle. Patient code: 4582. Device codes: 1420, 2460, 1506. Reference reports# mw5180736, mw5180737, mw5180738, mw5180740, mw5180741, mw5180742, mw5180743, mw5180744, mw5180745.